Manufacturer narrative:
(B)(4).

Event description:
The customer initially called about measuring cell and patient alarms on the cobas e 411 immunoassay analyzer that started on (B)(6) 2016. After checking the procell and measuring cell preps, the samples were repeated with no alarms. On (B)(6) 2016 most all of the quality control results were out of range and all calibrations failed. After attempting to locate the issue, the customer noticed a lot of fluid in the liquid flow cleaning adapter and identified a hole in the pinch valve tubing and replaced it. The issue was resolved after replacing the pinch valve tubing. The customer repeated multiple patient samples tested for various assays that were run prior to replacing the pinch valve tubing and the repeat results were different. Based on the comparison data provided for 17 patient samples, the results for 14 patient samples were erroneous when tested for one or more of the following assays: elecsys ft3 iii (ft3 iii), elecsys ft4 ii assay (ft4 ii), elecsys tsh assay (tsh), elecsys ferritin (ferritin), elecsys testosterone ii assay (testosterone ii), elecsys t3 (t3), elecsys vitamin d assay (vitamin d) or elecsys vitamin b12 immunoassay (vitamin b12). Erroneous results were reported outside of the laboratory. See attached data for patient results. No adverse event occurred. No reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and ran mechanical, electrical and fluidic checks on the instrument with no errors. The customer ran acceptable calibration and quality controls along with patient samples. The system is operating according to specification. The investigation agreed that the root cause of the issue was the damaged pinch tubing identified by the customer.